Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient had an MRI in 2007 and the dye caused her blood pressure to plummet. It was later reported this could have happened in 2003, the patients memory was noted to be unreliable. The patient went numb on their left side and was hospitalized for a week. The pump was reported to have contained fentanyl, lidocaine and morphine, but it was unclear what the drug was contained at the time of the event